Event description:
The nurse indicated the head section in drifting.

Manufacturer narrative:
The facilities biomedical engineer could not duplicate the head section drift, but indicated there was an error code 20-36. A right side rail ucm board was sent to the facility to repair the bed.